Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that the metal pin in the usb cable had loosened and the cable could not charge the pump battery. There was no reported impact to customer's blood glucose. Reportedly, another cable was used to charge the battery.